Manufacturer narrative:
Implant regio 14 fractured. Construction was a removable upper jaw construction. Patient suffered from periimplantitis following bone loss an implant instability. Material analysis concluded mechanical overloading of the implant. Re-submission and re-coding. Original initial and final report did not pass FDA gateway.

Event description:
Implant fracture.